Event description:
On 4/18/97, the MFR's australian distributor contacted the MFR to report an incident which had occurred in their territory. The report states that the mother of a two year old hemophiliac child found 4 of 10 needles "impossible to get through the skin". The mother was reported to be experienced in accessing the device. The customer is now using another MFR's needle. The needles have been discarded. No further details were provided.